Event description:
During an on-site visit on by baxter representatives, a colleague pump was found to have been reported to the biomedical department for a failure code 810:11. This was found during pump's inspection in the biomedical department and no injury was reported associated with this pump by the facility.